Manufacturer narrative:
The sample was requested for a sample interference investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ft3 iii results for 1 patient sample on a cobas 6000 e601 module and a cobas 8000 analyzer. This medwatch will cover ft3 iii. Refer to medwatch patient identifier (B)(6) for information on the ft4 iii results. The initial ft3 results were 18.0 pmol/l and 18.04 pmol/l. The results were reported outside of the laboratory. The doctor questioned the ft4 iii results as they did not match the patient's clinical picture and the sample was repeated. The sample was sent to another laboratory and tested on a cobas 8000 analyzer and the ft3 result was 11.5 pmol/l. The sample was sent to a third laboratory and tested on a cobas 8000 analyzer and the ft3 result was 10.8 pmol/l. The customer's e601 analyzer serial number is (B)(4). The cobas 8000 analyzer serial numbers from the other two laboratories were requested but not provided.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The investigation is ongoing.

Manufacturer narrative:
The patient had a new sample collected on (B)(6) 2023 that was tested on the customer's e601 analyzer and another laboratory's e801 analyzer. The ft3iii result on the e601 analyzer was 25.36 pmol/l. The result on the other laboratory's e801 analyzer was 13.8 pmol/l. The ft3 lot number on the customer's e601 analyzer is (B)(6). The expiration date was requested but not provided. The other laboratory's e801 reagent lot, expiration date, and analyzer serial number were requested but not provided. The patient had a tsh result of 2.68 miu/l, a t3 result of 2.60 nmol/l, and a t4 result of >320 nmol/l from the e601 analyzer. The patient had a tsh result of 2.77 miu/l, a t3 result of 2.44 nmol/l, and a t4 result of 186 nmol/l from the e801 analyzer. Refer to medwatch with a1 patient identifier (B)(6) for information on the t4 results. The investigation is ongoing.

Manufacturer narrative:
Two patient samples were provided for investigation. An interfering substance to the ruthenium component of the reagent was detected for ft4 iii and ft3 iii. This interference caused the high ft4 and ft3 results. Per product labeling, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." The investigation did not identify a product problem.